Manufacturer narrative:
- It was reported that the device broke post-op. - visual evaluation identified that the implant broke. However, without the return of the product, further investigation cannot be performed. Additionally, patient compliance and bone quality were not reported. - the root cause of the reported failure mode is undetermined. - the reported event is confirmed based on the investigation of the returned x-ray.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that an implanted 1335-080 clavicle nail broke post-op. The original procedure was done in (B)(6) 2020. The revision procedure is scheduled for (B)(6) 2021 to take place at the same facility as the primary surgery.